Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified alarm occurred and the pump shut off. The customer plugged the pump to charge and the pump showed 45% battery life. Reportedly, the pump was at 65% battery life before the unspecified alarm. Subsequently, a malfunction alarm occurred. There was no reported impact to the customers blood glucose level. It was indicated that the customer would use insulin pens as alternate insulin therapy.